Event description:
The facility's biomedical technician reported that the pump's free flow protection malfunctioned when users turned off the pump. It is unknown if there was injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.